Event description:
Information was received from the healthcare provider via a clinical study regarding a patient receiving hydromorphone and bupivacaine via an implantable infusion pump. It was reported that the patient remained in the hospital an additional night secondary to surgical pain. Additional information was received from a clinical study indicated that no actions were taken in response to this event, and that it was resolved on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.